Event description:
The customer reported that during performance of correlation studies with two provue instruments, a pt with known anti-c had positive reactivity with the c-positive cell on one provue, while results with the same cell were negative on the second provue. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Erroneous results were not reported as a result of this incident. A definitive root cause was not identified. Repairs and adjustments returned the analyzer to expected operation.